Manufacturer narrative:
The sample is plasma from a li heparin tube. The customer performed several dilutions that were not linear. 1:5 = 82 ng/ml, 1:10 = 82 ng/ml, 1:20 = 76 ng/ml, 1:40 = 49.2 ng/ml. Per the customer, qc was within the customer's established ranges prior to and after the erroneous results. Service was offered, but the customer declined as the customer is not questioning any other patient results or the instrument's performance. No root cause could be determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reproducible creatinine kinase - mb (ck-mb) results above the normal reference range for one patient's sample that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory and questioned by the physician as this did not match the patient's clinical history. No reports of death, injury, or change to patient treatment have been reported in connection with this event.